Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they were having issues with their internal equipment and implanted device. Pt said that the are experiencing burning where the implant battery is. Pt also said that on each side of their spine, where the leads are placed, there is a knot like a quarter or inch high. Pt said the "burning" in their implant battery started 3 weeks ago and they noticed the knots sometime last week. The patient was redirected to their healthcare provider to further address the issue. Pt said they have an upcoming appointment on august 6th with another healthcare provider (hcp).